Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 46 mg/dl. The customer was treated for the low blood glucose with sprite. Customer¿s other blood glucose level was 90 mg/dl. Customer stated that insulin pump had scratches. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Customer was neither in emergency room nor admitted into hospital and based on customer report customer did not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.